Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25 mm edwards mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of four (4) years, five (5) months due to severe mitral stenosis and mitral regurgitation. The tavr was performed with a 26 mm 9600 tfx transcatheter valve. Balloon valvuloplasty was performed with a 14 mm balloon. There was no paravalvular leak. There were no complications noted and the patient was transferred to recovery post procedure. The patient was discharged home on pod #3 in stable condition. There was no allegation of premature device malfunction/failure by the physician.

Manufacturer narrative:
Reference CAPA-20-00141.